Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was broken and crunching like a toast when the surgeon roll it up around the shaft of the laparoscopic instrument. Device was still used and worked on the liver bed. It was normally smooth and flexible so after the procedure they opened another same device to check and it was the usual device that expected. No patient injury has been noted.

Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of two photographs of a device and a video and photograph. The visual inspection of the photographs noted that the product was implanted. The product was observed to be brittle with some breaking of the mesh. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.